Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the changeout procedure, the leads were reversed in the header. A procedure was performed to correct the connection. No adverse patient effects were reported.